Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. The insulin pump alarmed during the prime test due to moisture damage to the force sensor resistor. Moisture damage to the motor, display, interface board, and vibrator motor were noted. The insulin pump had a cracked display window, cracked case at a display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed during prime. Customer's blood glucose was 5mmol/l. Customer was advised to disconnect from the device. The device was not dropped or dropped before the alarm. The drive support cap was normal and has not pressed it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.